Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the provisional is fractured.

Manufacturer narrative:
Upon receipt of additional information this event will be reported under 0001822565-2018-00906. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This report will be amended when our investigation is complete. Device received but not yet evaluated.